Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory with the helix mechanism in a retracted position, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Then destructive analysis was performed and the lead tip helix housing was removed. Microscopic examination shows corrosion material and greenish material on the helix coupler and helix likely related to a gate oxide failure on the device.

Event description:
It was reported that the impedance had dropped several times since implantation and that the threshold was slightly higher or varied on the right atrial (ra) lead. It was suspected that the device was depleting prematurely, noted that after 2.5 years, power consumption on the device was abnormal. The patient was brought to the clinic, isometrics and pocket manipulation were performed, and no noise was observed. The ra lead and device were recommended for replacement. The previous implant note stated that the original implant was difficult and that they moved the atrial lead 7 times to be able to find a spot in the atrium that had adequate sensing which they felt was related to the history of sarcoidosis of the patient. When retracting the helix, on the atrial lead, it came back in about 15 turns and was easily removed. The rv lead and device were successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the impedance had dropped several times since implantation and that the threshold was slightly higher or varied on the right atrial (ra) lead. It was suspected that the device was depleting prematurely, noted that after 2.5 years, power consumption on the device was abnormal. The patient was brought to the clinic, isometrics and pocket manipulation were performed, and no noise was observed. The ra lead and device were recommended for replacement. The previous implant note stated that the original implant was difficult and that they moved the atrial lead 7 times to be able to find a spot in the atrium that had adequate sensing which they felt was related to the history of sarcoidosis of the patient. When retracting the helix, on the atrial lead, it came back in about 15 turns and was easily removed. The rv lead and device were successfully replaced. No additional adverse patient effects were reported.